Event description:
It was reported to covidien in 2009, that a customer had an issue with a hemodialysis catheter. The customer reports hub cracked a few weeks after placement. Patient had catheter placed 2008, and catheter was removed and replaced in 2009.

Manufacturer narrative:
Submit date: 03/19/2009 an investigation is currently underway. Upon completion, the results will be forwarded.